Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va136qy, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that since implantation in march the patient had complained of pain and shocking at the implant site. She was not receiving a therapeutic response equivalent to the response during her test trial. No environmental/external/patient factors were reported that might have led or contributed to the issue. Impedance test was within the normal parameters. The test was taken on (B)(6) 2016. Actions taken to resolve the issue included slight changes in settings to include pulse width were completed. The patient felt stimulation vaginally on all 4 programs provided. The issue was not resolved at the time of the report. No surgical intervention occurred but one was scheduled for (B)(6) 2016. The physician scheduled the lead and implantable neurostimulator (ins) revision/replacement. He stated that it must be a device malfunction. He provided x-rays of the current lead placement and it appeared to be well within the standardization guidelines. The rep later discussed further with the healthcare professional (hcp). The shocking was going down the leg since implant. There was no fall or trauma. X-rays both during implant in the operating room and post op all looked good in the proper location. The rep was not sure if the shocking went away if stimulation was turned off. The rep felt it was more the physical presence of the device more so than stimulation sensation. It was later reported that the ins was removed and replaced with a new ins. The device would be returned to the manufacturer for bench testing and evaluation. The doctor manually tested the lead wire and the patient responded accordingly with vaginal sensation on all 4 electrodes along with a bellows and toe response. Impedance check was conducted and tested with normal parameters.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
The implantable neurostimulator was analyzed and was found to be functionally ok without significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.